Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intentionally delivered two boluses and subsequently blood glucose (bg) level lowered to 29 mg/dl. Customer received assistance from paramedics and was treated with intravenous hydration fluids to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.